Event description:
It was reported, while in the patient's room, that the catheter was placed in the right inguinal region. Two days after the placement of the catheter, there was a leak at the insertion site. As a result, the catheter was removed and a new kit was open and used successfully. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.